Event description:
A report was received from the USA stating that an 840 ventilator graphical user interface (gui) central processing unit (cpu) failed. The device was not being used on a patient when the event occurred.

Manufacturer narrative:
A covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui, cpu printed circuit board (pcb) and the backlight inverter pcb. The device then passed the extended self-test (est), short self-test (sst), and the performance verification test (pvt). Covidien reference: (B)(4).